Event description:
It was reported that during a da vinci si nephrectomy procedure, the fenestrated bipolar forceps instrument would not rotate properly. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable was broken at the distal clevis hub, thus causing the issue experienced by the site. The broken cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch down cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.